Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2011, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2011, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump reviled the pump suffered a stall for motor corrosion related issues. However, upon inspection beneath the inner cover a piece of foreign material was discovered lying on top of the pumphead gear. This foreign material did not appear to affect performance in any way. Further analysis determined the foreign material to be wire insulation pn (B)(4).

Event description:
It was reported that this patient heard the critical alarm on (B)(6) 2013. The patient was seen that same day in clinic in which the health care provider did not make any changes but tried to update the pump and nothing happened initially. It was attempted again and the pump restarted due to the restart command. However, it was discovered that there was a non-recovered motor stall and a probable cause was not determined. No patient injury occurred. The patient was given oral baclofen as a substitute, was sent home and returned the following day for replacement. This device system was used to deliver gablofen. It was later reported that the patient returned to baseline and was no longer on oral baclofen and had not experienced any withdrawal symptoms.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.